Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was reproduced through troubleshooting of the device. A review of the event history log identified multiple 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification downstream sensor and out of tolerance current reading following reproduction during 7 minutes flow testing at 400ml/hour. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.